Event description:
Customer called stating that the meter read e9 three times in a row. A review of the system was conducted over the phone. Customer observed segments missing from the 100's position. Customer was asked to return meter. A replacement meter was provided and the customer was invited to call 24/7 with future questions/concerns.